Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-09237. It was reported that patient¿s lead migrated and eroded out of the skin. Patient underwent surgical intervention on (B)(6) 2019 wherein the left supraorbital lead was repositioned on the left supraorbital nerve. Effective therapy was restored post operatively. It is unknown which supraorbital lead migrated and both will be reported.